Manufacturer narrative:
An event for patient effects of death, pericardial effusion, hypotension, and sepsis was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The provided procedural imaging was reviewed by an medical affair. Based on the information received, a cause of the reported pericardial effusion could not be determined. The patient effects of death was related to urinary tract infection (uti) and sepsis. The patient effects of sepsis and hypotension could not be determined. The reported unexpected medical intervention was a resulted of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 22mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. During procedure the activated clotting levels was 245s and 337s and heparin was administrated. The left atrial pressure was 12mmhg. The amulet was implanted in the first deployment and patient got discharged same day with dual antiplatelet therapy (dapt). On an unknown date, patient presented in different hospital, echocardiogram was performed due to recent device implant despite no tamponade but a 1.88cm circumferential small-moderate effusion was noted. The patient was referred to implant hospital. Later, patient had hypotension and a pericardiocentesis was performed. But it did not help her blood pressure and got admitted to the intensive care unit (ICU) where they discovered patient was septic. On (B)(6) 2024, the patient was reported passed away. The physician mentioned the cause of death was urinary tract infection (uti) and sepsis.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.